Event description:
The patient rec'd two scs leads from the same lot number. It was reported the patient is not receiving effective stimulation therapy. The patient's stimulation is only bilateral in the rib and abdomen, and not in low back and hips where needed. Reprogramming did not resolve the issue. F/u on (B)(6) 2014 identified x-rays taken revealed the patient's leads migrated. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.